Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient had peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient had a pd culture obtained in the outpatient pd clinic for symptoms of cloudy pd effluent. Per the nurse, the pd culture grew the bacteria staphylococcus epidermis. The patient is being treated with intraperitoneal (ip) antibiotics utilizing vancomycin and ceftazidime per clinic protocol (dosing not provided) for a diagnosis of peritonitis. The patient continues pd treatment with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique.